Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results; the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned but not in the original package. The part was verified to be a hahn tapered implant 3.0 mm x 11mm (70-1154-imp0006) using radiographic template. The returned implant had no defect or non-conformity. The threads were intact and the internal feature was fine. Bone debris was observed from the implant. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in implant placement section: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. The IFU also contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also notes the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Weight: asked, but unknown. Ethnicity: asked, but unknown. Race: asked, but unknown.

Event description:
It was reported that a hahn tapered implant ø3.0 x 11 mm had lack of primary stability. According to the information received, the implant was not stable to achieve primary stability. The implant kept spinning; therefore, it was removed. There was no pain or infection reported, but the patient had general bone loss. The patient was reported to be in "satisfactory"status. The implant was placed into tooth # 7 on (B)(6) 2019 and was explanted on (B)(6) 2019. The implant site has type ii bone quality. The patient has no medical or dental pre-existing condition. There was no abnormality observed with the implant itself.